Event description:
It was reported that a missing label was found before use with a tube k2edta plh 13x75 3.0 plbl lav. The following information was provided by the initial reporter, "when opening the 3ml edta tube box, the customer noticed that (B)(4) units came without a label." (B)(4) occurrences were reported.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for missing label with the incident lot was observed. Additionally, evaluation of the customer samples was performed and missing label was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a missing label was found before use with a tube k2edta plh 13x75 3.0 plbl lav. The following information was provided by the initial reporter, "when opening the 3ml edta tube box, the customer noticed that 19 units came without a label." 19 occurrences were reported.